Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was unable to charge. Blood glucose was 127 mg/dl. At the time of customer's contact with tandem technical support, the issue was resolved and the pump was charging successfully. No additional information was provided.